Manufacturer narrative:
After battery installation, the device powered up with a blank display due to signs of previous moisture presence and corrosion on electrical board. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer blood glucose at the time of incident was unknown. Customer inserted new battery but the issue reoccurred. Customer did not confirm if the insulin pump was damage. Troubleshooting was performed. The insulin pump will be returned for analysis.